Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the urgent presentation, rupture aaa, type iiia endoleak, and secondary endovascular procedure events were unconfirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported being stable no additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result remove code 3233 h6: conclusion remove code 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a ventana stent graft to treat an abdominal aortic aneurysm (aaa) during an approved clinical trial. The ventana stent was never released for sale in the us. A secondary procedure was performed to seal an endoleak of the ventana (non - reportable). Approximately 2.5 years post-secondary procedure, patient presented emergently with a ruptured aneurysm and type iiib endoleak of the ventana. An afx2 bifurcated stent graft was implanted to seal the rupture and type iiib endoleak. Now, 3 years post-secondary procedure the patient presented emergently, unstable with ruptured aaa. Patient was transferred and underwent intervention identifying a type 3a endoleak with junctional separation. Successful treatment was performed with implant of an afx vela infrarenal and an afx vela suprarenal. The patient was reported to be stable.